Manufacturer narrative:
On (B)(6) 2015 - the lead wire was found to be externalized and artifacts were reported. This lead was capped and replaced. As of today, the medical device is not available for analysis. Next, the received x-ray images and follow-up data were investigated. The clinical observation was confirmed upon inspection of these data. The iegms revealed the presence of noise in the rv and ff channels and from the frontal x-ray image an exposed conductor cable could be seen at the distal part of the lead. The x-ray data revealed several inflection points and narrow radii as well as strong movements of the lead body in the damaged area, which suggest that the lead might have been subjected to a severe mechanical stress in the implanted state. It cannot be excluded that these observations may have contributed to the observed damage. However, based on the information available for analysis the root cause cannot be determined. For a root cause investigation an analysis of the lead itself would be required.

Event description:
Ous MDR - oversensing was reported. No further details with regard to implant or explant dates have been reported. Should more information become available, this report will be updated. The lead was not returned to biotronik. No adverse patient side effects have been reported.